Event description:
It was reported that the insulin pump had a partial display. The blood glucose reading was 194 mg/dl. The customer stated that the display did not return to normal after inserting the recommended battery into the device. She stated that the insulin pump had neither been dropped nor bumped. Advised the replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.